Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. The most probable cause of the complaint was attributed to random or expected component failure due to stress related factors, with no evidence of a design or manufacturing deficiency. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the bending section cover of the cystonephrovideoscope was chipped, and the distal end plastic cover was detached.there was no patient involvement.